Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain hurt from my abdomen to my neck and shoulders/ I am sore and hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("get very bloated"), musculoskeletal pain ("the pain hurt from my abdomen to my neck and shoulders"), neck pain ("the pain hurt from my abdomen to my neck and shoulders"), incision site pruritus ("incision itch"), folliculitis ("folliculitis ") and flank pain ("lower back pain around the kidney"). The patient was treated with surgery (hysterectomy(full),oophorectomy) and heating pads. Essure was removed. At the time of the report, the abdominal pain, abdominal distension, musculoskeletal pain, neck pain, incision site pruritus, folliculitis and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, flank pain, folliculitis, incision site pruritus, musculoskeletal pain and neck pain to be related to essure. Concerning the injury reported in this the following one/ones were described in the social media- abdominal pain, abdominal distension, musculoskeletal pain,neck pain. Most recent follow-up information incorporated above includes: on 13-apr-2020: social media received. Reporter was added. New event added: lower back pain around kidney was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain hurt from my abdomen to my neck and shoulders/ I am sore and hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("get very bloated"), musculoskeletal pain ("the pain hurt from my abdomen to my neck and shoulders"), neck pain ("the pain hurt from my abdomen to my neck and shoulders"), incision site pruritus ("incision itch") and folliculitis ("folliculitis "). The patient was treated with surgery (hysterectomy(full),oophorectomy) and heating pads. Essure was removed. At the time of the report, the abdominal pain, abdominal distension, musculoskeletal pain, neck pain, incision site pruritus and folliculitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, folliculitis, incision site pruritus, musculoskeletal pain and neck pain to be related to essure. Concerning the injury reported in this the following one/ones were described in the social media- abdominal pain, abdominal distension, musculoskeletal pain,neck pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: folliculitis. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain hurt from my abdomen to my neck and shoulders/ I am sore and hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("get very bloated"), musculoskeletal pain ("the pain hurt from my abdomen to my neck and shoulders"), neck pain ("the pain hurt from my abdomen to my neck and shoulders") and incision site pruritus ("incision itch"). The patient was treated with surgery (essure removed) and heating pads. Essure was removed. At the time of the report, the abdominal pain, abdominal distension, musculoskeletal pain, neck pain and incision site pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, incision site pruritus, musculoskeletal pain and neck pain to be related to essure. Concerning the injury reported in this the following one/ones were described in the social media- abdominal pain, abdominal distension, musculoskeletal pain,neck pain amendment: the report was amended for the following reason: all source documents, legacy device report num (B)(4) and references from deletion case (B)(4) were transferred to this case. Following new reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain hurt from my abdomen to my neck and shoulders/ I am sore and hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("get very bloated"), musculoskeletal pain ("the pain hurt from my abdomen to my neck and shoulders"), neck pain ("the pain hurt from my abdomen to my neck and shoulders") and incision site pruritus ("incision itch"). The patient was treated with surgery (essure removed) and heating pads. Essure was removed. At the time of the report, the abdominal pain, abdominal distension, musculoskeletal pain, neck pain and incision site pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, incision site pruritus, musculoskeletal pain and neck pain to be related to essure. Concerning the injury reported in this the following one/ones were described in the social media- abdominal pain, abdominal distension, musculoskeletal pain,neck pain most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('the pain hurt from my abdomen to my neck and shoulders/ I am sore and hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("get very bloated"), musculoskeletal pain ("the pain hurt from my abdomen to my neck and shoulders"), neck pain ("the pain hurt from my abdomen to my neck and shoulders") and incision site pruritus ("incision itch"). The patient was treated with surgery (essure removed) and heating pads. At the time of the report, the abdominal pain, abdominal distension, musculoskeletal pain, neck pain and incision site pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, incision site pruritus, musculoskeletal pain and neck pain to be related to essure. Concerning the injury reported in this the following one/ones were described in the social media- abdominal pain, abdominal distension, musculoskeletal pain,neck pain no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.